Event description:
In 2001, the patient initiated a process of headache, middle otitis, fever, vomiting, and stiffness of the neck. Pt was admitted to a hospital and they performed a lumbar puncture which confirmed pneumococcus. The patient died a few days later. The final death diagnosis was meningitis by pneumococcus.